Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As the device was not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions to report a pump explant. Additional communication with a representative from the physician's office confirmed that the physician mentioned that the patient " was not getting the medication" and that the patient wanted to keep the pump. There was no information provided or available regarding volume discrepancies, other diagnostic studies, or any other specific details.